Manufacturer narrative:
The device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self test and displacement accuracy test. Insulin pump passed the dat test at 0.08715 inches. No unexpected reset anomalies, under delivery anomalies or bolus stopped alarms noted during testing. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 alarms, pump error 24 alarms, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms or power loss anomalies noted during testing or in the pump trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump unexpectedly shut down and erased all the setting. The customer stated that they receives a bolus stopped alarm. Customer states it has occurred more than five times. Customer's blood glucose level was 146 mg/dl at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.